Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the incident is unknown.

Event description:
The customer reported elevated sodium (na) results, for two patients, involving the au400 clinical chemistry analyzer with ise. Both patient samples produced initial sodium results of 152. Both samples were auto-repeated and recovered sodium results of 155 and 157. The patient with the 152 sodium value was admitted to the emergency room (ER) based on the result. The patient was redrawn, and the sample was analyzed on an alternate methodology which produced a sodium result of 140. The patient's original sample was then reanalyzed twice on the au400 analyzer and recovered sodium results of 138 and 142. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event. The second patient was sent home with no treatment. Quality control was within specification at the time of the event. The customer performed enhanced cleaning on the ion selective electrolyte (ise) and no parts were replaced. The system was restored to specifications.